Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The deivce did not sound an audible tone during an alarm condition. The device was sent to the clinical engineering department from the materials management department with an attached work order that stated, "cassette broken and humming sound." During testing by the user facility's biomedical technician, the device did not sound an audible tone during an alarm condition, while on the high or low volume settings. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.